Event description:
The customer reported to beckman coulter (bec) that while running body fluid (bf) control in left holder, in single presentation, the aspiration probe punctured the bottom of a control tube causing approximately 1 ml of the contents to leak on the unicel dxh 800 coulter analyzer. The customer also stated that the diluent dispense appeared to have a bluish tint to it. The customer indicated that the operator was wearing gloves and a laboratory coat at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this incident.

Manufacturer narrative:
Beckman coulter field service engineer (fse) contacted the customer via telephone and had customer adjust the tube bottom, resolving the issue. Failure mode: tube bottom alignment needed adjustment. (B)(4).